Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round high profile 310cc saline prosthesis, catalog #3503310, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision mentor smooth round high profile 310cc saline prostheses experienced left sided deflation post procedure. The deflation was accompanied by tenderness and discomfort. The deflation was noted the day after the device was implanted. The physician suspected that there may have been a problem with device at the time of implantation, however, the root cause of the deflation was never determined. As a result, the device was replaced with another mentor smooth round high profile 310cc saline prosthesis on (B)(6) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/9/2019. Device evaluation summary: according to the information received, it was reported a patient experienced deflation and developed breast pain. During visual evaluation of the sample two (2) tears (a and b) on the anterior and posterior aspects, both measuring approximately 0.3 cm were found. Microscopic examination was performed on both tears and the edges of tear a revealed parallel striations. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Possible causes of the tear include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).